Event description:
Explanting physician reported capsular contracture baker grade iii diagnosed by ultrasound. The device has been explanted and replaced.this record relates to the right side.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe. As per the investigation procedure deformation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Explanting physician reported capsular contracture baker grade iii diagnosed by ultrasound. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6).

Event description:
Healthcare professional reported right side capsular contracture baker grade iii diagnosed by ultrasound. Healthcare professional later reported "minimal fluid," silicone granuloma, "several silicone-containing lymph nodes of 8-20 mm in size" and "creases." The device has been explanted and replaced with another manufacturer's device.